Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with three proglide devices after a peripheral interventional procedure. Reportedly, suture trigger failure on the dispositives [the suture failed to deploy]. This occurred with all three devices. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to deploy was observed as a posterior needle cuff miss based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The returned device analysis observations indicate a posterior needle cuff miss with the anterior needle to cuff engagement occurred related to a needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. Additionally, relevant test data identifying calcification at the access site was not provided. This is consistent with the reported failure to fire/ deployed. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.